Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of gablofen baclofen (500mcg/ml, unknown dose) in an implantable infusion pump for intractable spasticity and cerebral palsy. The patient was weaned off intrathecal baclofen therapy (itb) for the past 3 months due to the pump site being uncomfortable. The issue occurred for the past 6 months. The hcp believed the therapy worked, but the patient electively did not want the pump anymore. The patient was now tighter with the lower dose and the hcp wanted to know the options (already programmed to 24mcg/day; lowest dose possible with simple continuous). It was discussed the option to program the pump to minimum rate mode. The hcp thought the pump would likely be explanted. The hcp was made aware the patient may experience a change to symptoms if the pump was programmed to minimum rate mode. Additional information was requested from the healthcare provider (hcp) regarding drug information at the time of the event, concomitant medications, and what diagnostics were performed related to the discomfort at the pump site.